Manufacturer narrative:
The reported issue was confirmed. The root cause was unable to be isolated. The device was evaluated and it was confirmed that the green wire on the main upper harness at the power connector was pressed exposing bare wires. Upper main harness was replaced. The arctic sun 5000 control panel was evaluated for functionality per service instructions. The control panel passed all tests, is functioning properly and is ready for use. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that control panel not functional in arctic sun device. Per follow up information received via email on 20aug2024, device not sent in for evaluation. Only control panel of the device was sent to dymax for repair. Control panel needs to be repair. Per sample evaluation results received via task on 23sep2024, it was reported that the arctic sun 5000 control panel was visually inspected upon receipt and was found to be damaged. All four of the screws that attach the control panel bracket to the control panel are loose allowing the control panel bracket to move. The green wire on the main upper harness at the power connector was pressed exposing bare wires. The black, orange and purple wires at the same connector have rub marks. There was a piece of fuzz between the lcd and touchscreen.

Event description:
It was reported that control panel not functional in arctic sun device. Per follow up information received via email on 20aug2024, device not sent in for evaluation. Only control panel of the device was sent to dymax for repair. Control panel needs to be repair. Per sample evaluation results received via task on 23sep2024, it was reported that the arctic sun 5000 control panel was visually inspected upon receipt and was found to be damaged. All four of the screws that attach the control panel bracket to the control panel are loose allowing the control panel bracket to move. The green wire on the main upper harness at the power connector was pressed exposing bare wires. The black, orange and purple wires at the same connector have rub marks. There was a piece of fuzz between the lcd and touchscreen.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.